Event description:
It was reported that during the use of the product, an air leak alarm went off and a pinhole at the part between the cuff and the tube was found. No patient injury was reported.

Manufacturer narrative:
Device manufacturing date and d4: device expiration date could not be determined d4: device serial number/lot number is unknown h6: health impact and evaluation codes: updated no lot number was provided; therefore, device history record review could not be performed. A product sample and three photos were received for evaluation. Visual and functional testing was performed. Visual inspection found no defects. Functional testing found leakage was detected at joint between the tube and cuff; the complaint was confirmed. The root cause of the reported issue was found to be manufacturing. Customer complaint notification was made to production personnel to explain the importance to adherence or following in the procedure by quality engineer on (B)(6) 2022. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).